Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. No harm requiring medical intervention was reported. Troubleshooting was successfully performed; however, the customer will discontinue use of device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states.

Manufacturer narrative:
Pump passed the self test. Unable to perform the displacement test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to a constant pump error 38 alarm during the rewind test. Pump was monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than 10 minutes and no unexpected pump error 23 alarm noted. Successfully downloaded history files and traces using thus. Pump was cut open to perform visual inspection and found the motor slide was fully extended. No evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. There was no pump error 23 alarm recorded in the formatted history file for the event date. Pump error 38 alarm was recorded and found in the formatted history file on: (B)(6) 2022 at 2:31 pm, (B)(6) 2022 at 6:59 am, (B)(6) 2022 at 7:07am and (B)(6) 2022 at 7:08am. A test motor was used and continued testing. The pump rewinds successfully. The pump passed the rewind test. In conclusion, the pump had a constant pump error 38 alarm, problem isolated on the motor assembly. The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a pillowing keypad overlay, a scratched case and a serial number label fading. Pump error 23 alarm was not confirmed. Pump error 38 alarm was confirmed. Pump error 38 alarm, problem isolated on the motor assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.